Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The irritation was described as itchy and painful. The patient was prescribed an ointment by his doctor. The patient indicated that the itching had stopped but the irritation "still looks pretty bad". The patient also indicated that he had been applying the prescribed ointment.